Event description:
Pharmacy tech discovered 3 cases of heparin pre mixed solution that had a discoloration on the outside of the bag and solution bag was still in its outer wrap. B braun was notified of the finding and products will be sent to b braun for investigation. Our hospital lab tested the brown discoloration (culture) and showed no growth. B braun retrieved samples to do their testing and we are awaiting results of their finding. In the meantime we have sequestered the items affected (3 cases).